Event description:
This lead was capped and replaced on (B)(6) 2018 due to noise on rv nearfield and ff channels. Device detected noise and led to inappropriate shock. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.